Event description:
It was reported that the pump would not power up upon insertion of the battery. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was found not to power up. The pump was opened to inspect the power circuits; the battery terminal printed circuit board was found to be cracked interfering with the power connections. The investigation and the history downloads on the pump were not able to be completed due to the no power issue on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.